Event description:
Health care professional a "possible malfunction of pump" via annual tracking report. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.